Event description:
Information received by medtronic indicated that customer reported a crack on the battery compartment. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device and device was returned for analysis.

Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test, and self-test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, corroded battery tube, and harness vibrator assembly.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked battery tube case, pillowing keypad overlay, and corroded battery tube. Confirmed cosmetic damage to the battery compartment. Blank display was confirmed during analysis due to moisture damage on the electronic assemblies. Unable to download history files and traces due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.